Event description:
It was reported the gastrointestinal videoscope lens (image) was blurry. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed due to: the image becomes blurry after endoscope entering the human body. In addition, the following reportable malfunctions were identified during the device evaluation: image blurry. A root cause could not be identified. Based on the results of the investigation, the most probable cause of lens blurry could not be established. Additionally, image was blurry cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.